Manufacturer narrative:
No calibration influence was observed. A general reagent or analyzer problem was not present. A review of alarm trace data showed some sample liquid level detection alarms. This is an indicator of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e411 rack. The sample initially resulted in an hcg+beta value of 0.612 miu/ml and it repeated as 408.0 miu/ml with a data flag.